Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. This ra lead was replaced with the same model. No additional adverse patient effects were reported.